Event description:
It was reported that the spin collar on the bd maxzero¿ pressure-rated extension set slipped out of the stat lock and would not hold the line place during use. The following information was provided by the initial reporter: "the updated spin collar on their primary maxzero extension sets (item mzx5305) is causing issues for regarding the fit compatibility with their statlock # iv0569. From the customer - "the device does have a small slot towards the back of it below the collar, which I am guessing is for the end of the stat lock, but when placing the stat lock it slips, and I have had at least one come down not holding the line in place, and needing to be redressed and possibly removed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the spin collar on the bd maxzero¿ pressure-rated extension set slipped out of the stat lock and would not hold the line place during use. The following information was provided by the initial reporter: "the updated spin collar on their primary maxzero extension sets (item mzx5305) is causing issues for xxxxx regarding the fit compatibility with their statlock # iv0569. From the customer - "the device does have a small slot towards the back of it below the collar, which I am guessing is for the end of the stat lock, but when placing the stat lock it slips, and I have had at least one come down not holding the line in place, and needing to be redressed and possibly removed.""

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.